Event description:
A report was received that the patient had issues with the ipg site healing. The physician believed that a seroma developed around the pocket site and was not device related. The patient was prone to developing seroma. The ipg pocket was also exposed. The patient underwent a pocket revision wherein the ipg and the extensions were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.